Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, lot # b005593n06, implanted: (B)(6) 2004, product type: catheter.

Event description:
It was reported that the patient went through withdrawal over 5 years ago. The patient did not hear the pump alarming and ''lost all bodily functions'' at that time. The patient's health care professional (hcp) helped her to manage the symptoms but the reason for the withdrawal was unknown. The patient did not remember if she missed a refill date. It was noted that the pump helps the patient with her pain in her legs ''most of the time.'' The device system was used to deliver morphine. A follow-up report will be sent if additional information becomes available.